Event description:
The customer observed false positive architect total b-hcg result generated on the archtect i2000sr processing module for a patient. The sample was repeated and the result was negative. A review of the customer¿s instrument log found that the proceeding sample was a high value with result of >14,000 miu/ml. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 initial result = 75.49 miu/ml (positive), repeat results = <1.2 miu/ml (negative). Update: on (B)(6) 2024, the customer observed false positive architect total b-hcg result on one additional patient. The following data was provided: sid (B)(6) initial result = 53.1 miu/ml (positive), repeat result = <1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
Additional information: section a1 - patient identifier: patient 1 = no sid provided; patient 2 sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 = no sid provided; patient 2 sid = (B)(6). The field service representative (fsr) inspected the instrument and determined that the architect probe was dirty/contaminated, deeming it the likely cause for the false positive results. The fsr resolved the issue by cleaning the architect probe. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the architect probe, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6), or the architect probe was identified.

Event description:
The customer observed false positive architect total b-hcg result generated on the archtect i2000sr processing module for a patient. The sample was repeated and the result was negative. A review of the customer¿s instrument log found that the proceeding sample was a high value with result of >14,000 miu/ml. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 initial result = 75.49 miu/ml (positive), repeat results = <1.2 miu/ml (negative) update: on (B)(6) 2024, the customer observed false positive architect total b-hcg result on one additional patient. The following data was provided: sid (B)(6) initial result = 53.1 miu/ml (positive), repeat result = <1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00558 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result generated on the archtect i2000sr processing module for a patient. The sample was repeated and the result was negative. A review of the customer¿s instrument log found that the proceeding sample was a high value with result of >14,000 miu/ml. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 initial result = 75.49 miu/ml (positive), repeat results = <1.2 miu/ml (negative) update: on (B)(6) 2024, the customer observed false positive architect total b-hcg result on one additional patient. The following data was provided: sid (B)(6) initial result = 53.1 miu/ml (positive), repeat result = <1.2 miu/ml (negative) there was no impact to patient management reported.